Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial pump cable damage was unable to be confirmed as no images were submitted by the account for review, and the device remains in use. A specific cause for the damage could not be conclusively determined. The submitted controller event log files collectively contained events from 12may2024 through 14may2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ of the IFU warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device (lvad) to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was one area on the patient's driveline above their modular cable that had rescue tape. Underneath was exposed wire.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.